Manufacturer narrative:
Received one plp2520 in opened original packaging. Lot number was verified. Performed a visual inspection, the coagulation button is concaved causing continuous connection to the circuit board. Performed a functional inspection using the esu system 7550 (c8406), the device continuously activates. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of (B)(4)devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the plp2520 plumepen elite surgical smoke evac pencil, 15ft tubing, qty (B)(4) was being used during an unknown procedure on 08feb24 date when it was reported the button broke on the pencil causing it to remain on, no injury.. There was no report of injury, medical intervention or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the plp2520 plumepen elite surgical smoke evac pencil, 15ft tubing, qty20 was being used during an unknown procedure on (B)(6) 2024 date when it was reported the button broke on the pencil causing it to remain on, no injury.¿. There was no report of injury, medical intervention or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: b3 updated event date from 08feb24 to 30jan24. Received one plp2520 in opened original packaging. Lot number was verified. Performed a visual inspection, the coagulation button is concaved causing continuous connection to the circuit board. Performed a functional inspection using the esu system 7550 (c8406), the device continuously activates. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 44 complaints, regarding 66 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the plp2520 plumepen elite surgical smoke evac pencil, 15ft tubing, qty20 was being used during an unknown procedure on (B)(6) 2024 date when it was reported the button broke on the pencil causing it to remain on, no injury.¿. There was no report of injury, medical intervention or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.